Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During bench testing with the customer's setting, the ventilator was powered on and was not delivering any breaths. The ventilator was alarming visually and audibly for "patient circuit fault", "low peak", "low ve", "low peep", and "blower demand". The ventilator was opened up and visually inspected and found the blower module had seized. Further inspection revealed excessive shaving residues located on the blower inlet seal, blower outlet seal, flow sensor filter, and the blower inlet filter. Vyaire medical replaced the blower module, blower inlet seal, blower outlet seal, flow sensor filter, and the blower inlet filter.

Event description:
It was reported to vyaire medical the ventilator was alarming "blower demand" while in use on a patient during a transport. There was no patient harm associated with this reported event.